Event description:
It was reported that a farawave 31 mm during procedure for a pulmonary vein isolation presented a guidewire stuck. No resolution was reported, but the procedure was completed successfully. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.